Manufacturer narrative:
The reported medfusion syringe infusion pump was returned for investigation. Visual inspection found the device to be in good condition with no external damage observed. A review of the device event history log found that a check clutch/plunger lever error had occurred. During functional testing, the device underwent both flow and occlusion tests; the reported error could not be duplicated. Investigation was unable to determine the root cause of the check clutch/plunger lever error. The device position potentiometer was replaced as a preventive measure. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4). Device evaluation in progress.

Event description:
It was reported that a medfusion 3500 syringe pump had a check clutch plunger error. No patient injury was reported.